Event description:
The customer reported a blue fluid leak of approximately 30ml from a coulter lh 500 hematology analyzer while the customer was performing weekly instrument maintenance. The leak was not contained within the instrument and no error messages were observed in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/18/2015. The fse found a leak from damaged tubing through pinch valve pv42. The fse replaced the tubing to resolve the leak. The instrument was verified per established service procedures. (B)(6).